Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that they took the battery out but was still unable to get insulin and experienced a high blood glucose level around 500 mg/dl. The customer treated with injection. The customer also stated that the act button was unresponsive. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 70 mg/dl at the time of the incident. The customer treated with food for the low. The customer stated that there was no significant event leading to the keypad issues and that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined replacement and troubleshooting for both the high and low blood glucose levels. The insulin pump will not be returned for analysis.